Event description:
A physio-control field service representative observed that the customer's device would not power on with ac or dc power. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The customer initially declined repair with physio due to the costs associated with repair; however, the customer later reported the same failure which was investigated separately. This investigation was documented on medwatch report number 3015876-2012-00927.